Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was damaged and that there was moisture in the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the battery compartment was noted to be cracked from the opening to the case seal. A leak test revealed moisture leakage at the cracked battery compartment. The pump was opened for investigation and revealed evidence of moisture ingress inside the pump.